Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] adenomyosis [adenomyosis] hemorrhoids [hemorrhoids] diaphoresis [diaphoresis] a rectocele [rectocele] cystocele [cystocele] anal prolapse [anal prolapse] fibromyalgia syndrome [fibromyalgia syndrome] anxiety-depressive disorder [mixed anxiety and depressive disorder] joint pain [joint pain] muscle pain [muscle pain] asthenia [asthenia]. Insomnia [insomnia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastroscopy and colonoscopy in 2020, breast prosthesis implantation in 2015, surgery in 2010, cone biopsy of cervix and depression in 2001 and allergy to metals, hypersomnia and parity 2 (2000 & 2001). Previously administered products included: valdoxan dp abacus medicine and xanax sr. The patient had a family history of breast cancer. Concurrent conditions were listed as sleep disturbance, concentration impairment, dizziness, weight gain, dizziness, adenomyosis, cystocele, gas, mucus discharge, urinary urgency, fear, sensation of heaviness and prolapse. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced adenomyosis ("adenomyosis"), haemorrhoids ("hemorrhoids"), hyperhidrosis ("diaphoresis"), rectocele ("a rectocele"), cystocele ("cystocele"), anal prolapse ("anal prolapse"), fibromyalgia ("fibromyalgia syndrome"), mixed anxiety and depressive disorder ("anxiety-depressive disorder"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia") and insomnia ("insomnia") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with laroxyl (amitriptyline hydrochloride) as well as surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the mixed anxiety and depressive disorder, arthralgia and myalgia had not resolved. The outcomes for medical device removal, adenomyosis, haemorrhoids, hyperhidrosis, rectocele, cystocele, anal prolapse, fibromyalgia, asthenia and insomnia were unknown. The reporter considered adenomyosis, anal prolapse, arthralgia, asthenia, cystocele, fibromyalgia, haemorrhoids, hyperhidrosis, insomnia, medical device removal, mixed anxiety and depressive disorder, myalgia and rectocele to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2022: hemorrhoidal zone with a pseudopolypoid appearance without evidence of thrombosis. The patient was followed by a psychologist. [Heavy metal test] on (B)(6) 2021: risk exposure levels for iron, tin, and tantalum. Exposure levels to monitor: gallium, manganese, chromium, mercury, and cobalt. [Magnetic resonance imaging pelvic] on (B)(6) 2021: marked anterior rectocele (45mm) associated with a grade 2 cystocele and a mild colpocele.; on (B)(6) 2021: globular uterus with adenomyosis. Essure in place on both sides.; on (B)(6) 2024: enthesopathy of the fascia lata on the right anterior superior iliac spine, as well as of the tendon and blade of the right gluteus medius at its peritrochanteric enthesis. [Ultrasound pelvis] (date unknown): normal [ultrasound scan] on (B)(6) 2024: no anomalies detected. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.